Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s display screen cracked after the charger was dropped onto the device, and the user transitioned to multiple daily injections while awaiting a replacement, with guidance to disconnect from the pump for at least two hours when taking injections. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or need for medical intervention. Investigation included customer support troubleshooting and logistical replacement processing and inspection of the returned device. Investigation of this device revealed a damaged screen consistent with mechanical impact to the device¿s display component, with no evidence of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.